Manufacturer narrative:
G3: aware date used as date of analysis performed date as the event is reported based on evaluation findings. H3: product analysis :evaluation determined that the reported malfunction of corrosion was confirmed. It was found that internal tube bearings were corroded. The likely cause of failure could not be determined. However, it was also found that distal bearings was m isaligned, laser markings were faded. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during prior to use the attachment was found to be corrosion. There was no patient impact reported. Additional information received on evaluation stating that the distal bearing was misaligned made this event reportable.